Event description:
Device switches on automatically. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 6th december 2011. Multiple 10-minute timeouts were observed in the history log, which would suggest the device had been switching on automatically. During investigation, faulty measurements were taken on the j11 connector, which would have resulted in a leakage current from the on_button line and caused the device to switch on automatically, as per the reported fault the faults were cleared upon reinstalling the membrane, with the j11 measurements and current drain reverting to levels comparable with a known good unit. This would indicate the faults had been caused by a connection issue between the membrane and j11 connector. However, no visual abnormalities were observed on the membrane tail or within the j11 connector, therefore it is assumed that any contaminate was dislodged when the membrane tail was reinstalled. The returned sam 300p is now outside of warranty and shall be scrapped.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device switches on automatically. There was no patient involved in this event.